Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) registry, a patient complained of blurred vision the day after the index procedure, and was later diagnosed with ischemic retinopathy, glaucoma, and restenosis. No testing or treatment was initially provided. He did not complain of vision problems at the 30day visit. Approximately eight months after the index procedure, the patient complained of persistent altered vision and partial vision loss in his left eye. It was at that time the patient described his vision problem in detail and the investigational site was made aware of the seriousness of this symptoms. He was referred to a retinal specialist and was diagnosed with ischemic retinopathy and glaucoma. A cta of the neck revealed 75% stenosis within the stent that appeared to be due to deformity of the stent by calcified plaque rather than intimal hyperplasia. The patient was scheduled for another angioplasty to treat the restenosis. There were no other symptoms other than the visual symptoms and the investigator felt that the restenosis may be related to his vision problems since the patient reported that his vision had progressively worsened. A brain CT showed no significant change. At the time of the index procedure, angiography revealed 90% stenosis of the left ostial internal carotid artery. The lesion was 20mm in length. The patient was asymptomatic prior to the procedure. A 7mm angioguard rx was deployed beyond the target lesion, and an 8.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved from the patient, but it was unknown if there was debris in the basket. The patient was discharged approximately two days after the procedure with nih and rankin stroke score of 0. According to the investigator, the events were related to the index procedure and the stent. The patient's medical history includes cerebrovascular accident, hyperlipidemia, cardiac arrhythmia, abnormal stress test, congestive heart failure, past smoker, diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, hypertension, and contralateral carotid occlusion. The stent was implanted and, therefore, not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. The in-stent restenosis may have been the etiology behind the visual problems of ischemic retinopathy and glaucoma experienced by the patient. Narrowing of the lumen can reduce blood flow to such an extent that the patient experiences ischemic effects. Factors that may have influenced this event include the patient's significant medical history, procedural, pharmacological and lesion. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.

Manufacturer narrative:
At the time of the index procedure, angiography revealed 90% stenosis of the left ostial internal carotid artery. The lesion was 20mm in length. The patient was asymptomatic prior to the procedure. A 7mm angioguard rx was deployed beyond the target lesion, and an 8.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved from the patient, but it was unknown if there was debris in the basket. The patient was discharged approximately two days after the procedure with nih and rankin stroke score of 0. According to the investigator, the events were related to the index procedure and the stent. Concomitant medications: heparin intra-procedure (B)(6) 2010, clopidogrel pre and post-procedure, aspirin pre and post-procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(4) registry, a patient complaint of blurred vision the day after the index procedure, and was later diagnosed with ischemic retinopathy, glaucoma, and restenosis. No testing or treatment was initially provided. Although he did not complaint of vision problems at the 30 day visit, approximately eight months after the index procedure, the patient complained of persistent altered vision and partial vision loss in his left eye. It was at that time the patient described his vision problem in detail and the investigational site was made aware of the seriousness of this symptoms. He was referred to a retinal specialist and was diagnosed with ischemic retinopathy and glaucoma. A cta of the neck revealed 75% stenosis within the stent that appeared to be due to deformity of the stent by calcified plaque rather than intimal hyperplasia. The patient was scheduled for another angioplasty to treat the restenosis. There were no other symptoms other than the visual symptoms and the investigator felt that the restenosis may be related to his vision problems since the patient reported that his vision had progressively worsened. A brain CT showed no significant change.